Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 02/27/2015.

Manufacturer narrative:
(B)(4)

Event description:
Procedure: hysterectomy. According to the reporter: rubber reducer cap fell off of the attachment and was accidentally pushed inside the patient. Did not notice this missing piece until they were starting to close up and spent 30 mins looking for it in the belly. Spent over 30 mins looking for it and removed it fron the patient.